Manufacturer narrative:
Result: debris on pin connector.

Event description:
It was reported by service report that the footboard functions would not work. No pt involvement or adverse consequences are reported.